Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the patient suffered a burn to the lip from the attachment overheating during an oral surgery. The burn is located on the right side of the patient's lower lip. It is unknown at this time what the severity of the burn was or the treatment that was administered to the patient.